Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736364, serial/lot #: unknown. H2) please see the additional codes section for updated annex g code and section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was a tumor resection, there was no impact to the patient's outcome, the issue occurred intra-operatively the inaccuracy amount was approximately 5 millimeters.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a case multivision was not working, not allowing for the video injection from the navigation system to kinevo. The following troubleshooting was done: the field representative (rep) power cycled with the navigation system and scope connected, tried communication out of display port (dp) 3 and 4 with same issue, once the multivision button was pressed there was a blank blue-ish screen injected instead of the navigation screen. The rep checked the internet protocol (ip) addresses were compatible. The rep checked the navigation system was set to communicate with digital scope with linux command the scope was navigated by the navigation system however when checking crosshairs on scope versus pointer, they did not match. The rep focused on divot of frame and was unable to get the expected less than 2 millimeter (mm) accuracy for distance and angle to divot for scope. No delay to case. Patient impact unavailable.